Manufacturer narrative:
This is one of two prods used during the same procedure. Please reference MFR report#: 9610978-2007-00164 and -00165.

Event description:
During a percutaneous transluminal angioplasty (pta) to the left external iliac artery, two balloons were reported to have ruptured. The vessel was described as having severe calcification, mild tortuosity and a 100% stenosis. There was no reported pt injury. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. The prod was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, revealing that the subassemblies met all requirements per the applicable mfg quality plan as well, including burst test values. With the limited amount of info available and without the return of the prod or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.